Manufacturer narrative:
(B)(4). One 7f, 4mm, large curl, bi-directional safire blu duo irrigated ablation catheter was received for evaluation. Bends in the gray shaft were noted and the blue shaft had a wavy appearance. The catheter did not create full curves in either direction during deflection. The catheter shaft was dissected at the deflection area to inspect for damage and the flat wire was noted to be bent. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the bend and the flat wire damage is consistent with damage during use. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation in an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure using a safire blu duo ablation catheter, a cardiac perforation occurred. The safire blu duo ablation catheter was advanced via retrograde approach around the aortic arch into the left ventricle and difficulty was noted torquing the catheter into position. During ablation, the patient became tachycardic and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to ICU in stable condition. The patient was discharged from the hospital the next week.